Manufacturer narrative:
(B)(4).

Event description:
It was reported during autocapture test the device repeatedly displayed an alert. Technical support was contacted and troubleshooting was done, firmware was downloaded to the device. The download was successfull and normal function was restored. The patient had no symptoms during or after the issue.